Event description:
Caller states the patient tested 5.5 inr on the coaguchek s system and 2.8 inr on a comparison lab. Coumadin was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.